Manufacturer narrative:
Ages/date(s) of birth: mean age 71±13.5 years. Gender(s)sex(es): unknown, not provided. Date(s) of event: unknown, not provided. Model #: unknown, as serial numbers were not provided. Catalog#: the catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as there is no indication that the devices were explanted. Initial reporter phone number: unknown, not provided. The devices were not returned for analysis (they remain implanted). There were no serial numbers reported for these devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Citation: kang, j.j., md, ritterband, c.d., md, atallah, t.r., ms, liebmann, m.j., md, seedor, a.j., md, (2019). Clinical outcomes of descemet stripping endothelial keratoplasty in eyes with glaucoma drainage devices. J glaucoma, 28(7), pp. 601¿605. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: clinical outcomes of descemet stripping endothelial keratoplasty in eyes with glaucoma drainage devices. A retrospective study was done to report visual outcomes and complications of descemet stripping endothelial keratoplasty (dsek) in eyes with glaucoma drainage devices (gdd). Out of the 85 eyes included in the study, 24 were identified to have a baervedlt tube, while the specific type of gdd was unknown in 51 eyes. The complications reported in the study which occurred after the previous gdd implantation were endothelial failure (n=66), fuch¿s dystrophy (n=9), failed penetrating keratoplasty (n=7), and iridocorneal endothelial syndrome (n=3). In the eyes with endothelial failure 23 eyes were because of glaucoma and endothelial damage from prior gdd (n=23). It is not clear if these complications occurred in eyes with the baerveldt glaucoma implants or the other products. All patients underwent dsek as intervention. Additional glaucoma procedures after dsek with gdd included repositioning of the gdd (n=3), trimming of the gdd (n=2), and tube revision for exposure (n=1).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.